Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See additional information on h6 and h10. Based on the results of the legal manufacturer's investigation, water leakage failure of the cable and charge-coupled device (ccd) were confirmed. Therefore, it was determined that the reported phenomenon of ¿no image¿ occurred because the video function did not work properly due to water leakage failure of the cable and ccd. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was a sudden loss of vision due to no image while using the 4k autoclavable camera head. The issue occurred during preparation for use and the therapeutic procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a cable failure. Additional findings include a flooded cable and damage to the oredome. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.